Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced recurrence, erosion, pain, urinary problems, dyspareunia, fistulas and vaginal scarring. Pt had revision surgery (B)(6) 2009. No other info is available.